Manufacturer narrative:
The company representative observed fault codes #57 (autofill failure) and fault code #65 (pressure solenoid failure). He replaced the solenoid driver pcb (part number: 0670-00-0639) and the power supply (0014-00-0033-05). The iabp was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).

Event description:
The customer reported that while the iabp was in use on a patient, the iabp shutdown four times. The patient was switched to another iabp and therapy was continued. No patient injury was reported.